Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: investigation revealed multiple display lens scratches within the field of view. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. There was evidence of moisture inside the battery compartment. The cartridge compartment was damaged at the top of the compartment. The cartridge cap was able to be fully secured. The pump case was cracked at the u-groove; however, a test clip insert was able to be inserted, locked and removed without difficulty. The keypad was peeling; however, all keys were fully responsive. Upon removal of the keypad cover, no contamination was found under the key contacts. A leak test showed a leak at the battery compartment crack. Evidence of moisture contamination was also found internally on the motor flex connector and other associated electrical components.